Manufacturer narrative:
The customer reported complaint for the autopulse platform displaying error message "initialize" upon power on was confirmed during archive review and functional testing. The root cause of the reported issue was due to defective load cell 1 and was replaced to remedy the fault. Autopulse is a serviceable device and this issue is a characteristic of normal wear and tear. Once completed, the autopulse passed the final functional testing with no issue or faults observed. No physical damaged noted upon receipt. Archive review showed multiple faults of ua07 (discrepancy between load 1 and load 2 too large) on (B)(6) 2017. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
It was reported that during shift check the autopulse continued displaying 'initialize' upon power on. No patient involvement on this issue.